Manufacturer narrative:
This device is not cleared within the us but is similar to (B)(4), which is cleared in the us under (B)(4). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address the return of pain and device migration post-operatively. During the initial procedure, the mobi-c device was installed at c4-5 and a fusion construct was installed at c5-6. About a month after the installation, the patient saw his pain reappearing as well as the presence of dysphagia not objectified before. The patient did not describe a traumatic context. The radiographic assessment showed an anterior dislocation of the prosthesis; the upper and lower plates had migrated forward.

Event description:
It was reported that a revision surgery was performed to address the return of pain and device migration post-operatively. During the initial procedure, the mobi-c device was installed at c4-5 and a fusion construct was installed at c5-6. About a month after the installation, the patient saw his pain reappearing as well as the presence of dysphagia not objectified before. The patient did not describe a traumatic context. The radiographic assessment showed an anterior dislocation of the prosthesis; the upper and lower plates had migrated forward.

Manufacturer narrative:
Information added to b6, d8, h6: component codes, type of investigation, investigation findings, investigation conclusions this follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is confirmed for one (1) of one (1) unreturned mobi-c p&f implant 13x17 h5 (pn: mb2375) for the failure of implant migrated 3 months post-operation. Even though the product was not returned for evaluation, the x-rays confirm that the implant components migrated. Potential cause since the product was not returned for evaluation, an exact root cause can't be established. However, the article mentions that the patient has small anteroposterior diameter which could lead to loosening of the implant components, therefore, patient specific geometry could have contributed to this event. DHR review and related actions DHR review can't be performed since lot number was not provided. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.